Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 rv lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has shown increasing and high threshold values. Review of lead trends shows that the threshold has been rising for the last month or so. An in-office evaluation took place to determine whether it was an algorithm issue with the device or a lead problem. It was determined in the clinic that it was not a device problem and the thresholds were mildly elevated that day. The patient was part of the product surveillance registry. The lead remains in use. No patient complications have been reported as a result of this event.